Event description:
Cronan et al 2021 - endovascular management of nutcracker syndrome in an adolescent patient population the purpose of this study was to investigate the technical feasibility, efficacy and safety of left renal vein stenting in adolescents with nutcracker syndrome. Materials and methods we conducted a retrospective review of electronic medical records and imaging archives to identify adolescents undergoing endovascular stenting for nutcracker syndrome. We reviewed patient demographics including age, gender, presenting symptoms and diagnostic imaging findings. We compared pre- and post-stent deployment intravascular ultrasound (ivus) and venography and evaluated patient symptoms in clinic up to 6 months following stent placement following institutional review board approval, we conducted a retrospective electronic medical record and imaging archive review to identify all adolescents who underwent endovascular stenting of the left renal vein from january 2016 to december 2019. Self-expandable stents were selected in most cases because of their superior accuracy in deployment location and ability to supply adequate radial force to the surrounding vascular structures at the time of initial procedure, eight zilver (cook medical, bloomington, in) stents were used in seven patients (four 12×60-mm stents, three 14×60-mm stents one 14×40-mm stent), and five venovo (bard, new providence, nj) stents were deployed in three patients (three 14×40 mm and two 14×60 mm). Zilver stents were placed prior to availability of venovo stents because the deployment was more precise with the zilver delivery system than with the wallstent (boston scientific, marlborough, ma). Noncompliant angioplasty balloons (conquest or atlas; bard) were used in a variety of sizes ¿ 14×40 mm, 14×20 mm and 12×40 mm ¿ to ensure full expansion of the stent a third patient experienced worsening flank and pelvic pain at her 1-month follow-up. During her first procedure, she had also undergone left gonadal vein embolization for pelvic congestion syndrome. Abdomen/pelvis was performed at 1 month to evaluate the success of the gonadal vein embolization as well as the left renal vein stent. The CT demonstrated mild compression of the zilver stent. This complaint will capture the mild compression of the zilver stent. It will also capture the off label use of zilver vena stent for endovascular stenting of the left renal vein. As per ifu0091-8,¿ zilver vena venous stent is indicated for improving luminal diameter in the iliofemoral veins for the treatment of symptomatic iliofemoral venous outflow obstruction.¿